Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku. It was reported that a bolus button did not release when the red tab was removed. The bolus device would not engage (button would not pop up) when the red "clip" was removed during the process of filling and prepping the pump. The device was not used on a patient. Additional information was received on 08/25/2015. It was reported that the yellow refill indicator on the bolus device was stuck in the bottom position. The device is available for return.

Manufacturer narrative:
Conclusion sample evaluation: the bolus indicator received about half way full with the button in the downward position. The distal luer cap was still on. When removing the distal luer cap, infusion was immediately observed. The bolus indicator went to the bottom and the button popped back up. Infusion was verified on all the saf flow rates and it flowed. 0ml/hr did not infuse. The indicator was refilled and the button was depressed, bolus button functions properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. The bolus dispensed 5.01g of fluid. No issue with the functionality of the bolus was observed. There were no kinks observed in the tubing or pump. The investigation summary concludes that the bolus button functioned as intended and observed no issues. There were no kinks observed in the tubing or pump. Conclusions: the analysis and investigation results are complete. The investigation summary concludes that the bolus button functioned as intended and observed no issues. During pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. There were no kinks observed in the tubing or pump. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.